Manufacturer narrative:
H.6. Investigation: one open pen needle sample was returned from an unknown lot. No. And cat no. Unknown. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the samples returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced product damage with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: rear cannula end is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced product damage with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: rear cannula end is broken.